Event description:
It was reported that a closed set was observed to have a small rectangular black particulate, 1/16th inchin size, loose inside the package. There was no patient involvement.

Manufacturer narrative:
Please disregard the previously reported regulatory agency ref. Number (B)(4) as it only pertains to manufacturer report number 9616066-2020-00454. The customer¿s report of a small rectangular black particulate (1/16th inch) loose in the package was confirmed during visual inspection of the received new sealed in package primary set model 22603-b007t. Functional testing was not performed due to the fact that visual inspection confirmed the customer¿s report. The root cause for the contamination was identified as unintended exposure of the product with the eyelashes or hair of the manufacturing operator.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿there were observable particulates found in the sterile chemotherapy intravenous tubing sets." It was reported that the technician opened a sterile set within chemo hood chamber (completely closed system) and it contains a small rectangular black particulate (1/16th inch) loose in the package. (It shifts in package with movement. There was no patient involvement. This file is for exhibit c.